Event description:
Reportedly, the balloon would not inflate upon insertion due to what appeared to be a hole in the balloon. Therefore, another balloon from a different lot was used to complete the case. Patient status: no patient injury reported.